Manufacturer narrative:
The investigation results are still pending, this supplemental was sent to.

Event description:
The customer reported alarm - error codes/messages, system error 133.6090. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes/messages, system error 133.6090. There was no patient involvement.